Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Surgeon reported metallosis, trunnion wear, and black tissue was observed in the patient. A 5.5 accolade tmzf stem and 36 +5 lfit v40 head were revised to a restoration modular stem construct and ceramic head. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy. Patient called stating he had a left hip replacement 10 years ago. Patient was revised to stryker devices on or about (B)(6) 2019 due to broken implant. Patient wants to know if his implants were subject to a recall.

Manufacturer narrative:
Correction: age at time of event, implant and explant dates. An event regarding disassociation of the head from the stem and metalosis/fretting involving a metal head was reported. The event relating to disassociation of the head from the stem was confirmed based on the clinician review of the medical records provided. Method & results: device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: lack of bone ingrowth fixation of the accolade tmzf stem for largely unknown reasons has contributed to an overload condition in the arthroplasty bearing with corrosion and progressive substance loss from the trunnion until failure of the locking mechanism between femoral head and trunnion occurred with catastrophic trunnion failure and disassociation of the femoral head requiring revision surgery. -device history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other similar events for the lot provided. Conclusions: the reported event for stem and head disassociation was confirmed through the medical review which noted: lack of bone ingrowth fixation of the accolade tmzf stem for largely unknown reasons has contributed to an overload condition in the arthroplasty bearing with corrosion and progressive substance loss from the trunnion until failure of the locking mechanism between femoral head and trunnion occurred with catastrophic trunnion failure and disassociation of the femoral head requiring revision surgery. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope ofnc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
An event regarding disassociation and altr involving a lfit v40 cocr head that was mated with accolade tmzf stem. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Medical records received and evaluation: not performed as no medical records or x-rays were made available for evaluation. Product history review: a review of the product history records could not be performed as lot information was not provided. Complaint history review: a complaint history review could not be performed as lot information was not provided. Conclusion: the event could not be confirmed and the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, operative reports, progress notes, x-rays, follow up notes, product lot identification and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not available.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Surgeon reported metallosis, trunnion wear, and black tissue was observed in the patient. A 5.5 accolade tmzf stem and 36 +5 lfit v40 head were revised to a restoration modular stem construct and ceramic head. Rep reported that x-rays, medical records, and additional information are not available.